Event description:
A malfunction on the pump was reported by the caller, and it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support advised updating the pump software for quality improvements, assisted with resetting the pump, and confirmed that the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurred.